Manufacturer narrative:
The customer¿s report of a channel disconnect was not confirmed. There were no errors observed in the syringe module error or event log related to channel disconnects and the affected devices were not returned for evaluation. The root cause of the report of a channel disconnect was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a channel disconnect involving a syringe pump module and an alaris pump module during an unspecified infusion. There is no report of patient harm.